Event description:
It was reported that during an implant procedure, the patient had a cerebrospinal fluid leak (csf). The patient was laid flat and was given fluids and caffeine. It was noted that the procedure was aborted due to obstructions in the epidural space which prevented percutaneous lead placement. No device malfunction was suspected. The patient was doing well post-operatively. The leads used during the implant procedure were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7108246.